Event description:
A customer reported a scan of hi (greater 500 mg/dl) while wearing the adc freestyle libre 2 sensor compared to the competitor's brand meter. On 07dec2021, the customer had a loss of consciousness and was provided a sugar solution by the wife for treatment. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh005ra6tr has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and damaged was observed to the sensor ears. The plug was seated correctly and therefore the damaged sensor ears did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater 500 mg/dl) while wearing the adc freestyle libre 2 sensor compared to the competitor's brand meter. On (B)(6) 2021, the customer had a loss of consciousness and was provided a sugar solution by the wife for treatment. No further treatment was provided. There was no report of death or permanent impairment associated with this event.